Manufacturer narrative:
(B)(4).

Event description:
It was reported that this insertable cardiac monitor (icm) had been implanted for approximately one month when the device was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned product is not able to provide relevant information for an infection related allegation. Infection is a known medical risk when the skin barrier is breached. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this insertable cardiac monitor (icm) had been implanted for approximately one month when the device was explanted due to infection. No additional adverse patient effects were reported.